Manufacturer narrative:
The device was not returned; therefore, failure analysis could not be performed. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU) was reviewed. Per step 6 (deploying the axera access device section) of the IFU, "apply gentle upward traction on the axera access device to seat the heel against the arterial wall. Confirm that the blood mark from the marker port has stopped or is substantially reduced." The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is due to the user inadvertently pulling the heel out of the vessel, advancing it back into the vessel, and in the process, damaging the vessel. This is also the probable root cause for the reported failure to stop mark issue.

Event description:
The physician performed a procedure through the common femoral artery of the pt using the axera device. He accessed the artery and received first mark, deployed the heel, but couldn't stop first mark. He released the heel to reposition the device but accidentally pulled the released heel through the artery and then pushed it back into the artery with the heel not fully seated in the needle. The pt was bleeding between the puncture and the device and so the physician decided to abort using the axera device, and withdrew it completely. A staff member held manual compression for 20-30 minutes and achieved hemostasis. There was no further sequelae. The physician then went in on the contralateral (left side) using a standard seldinger technique and encountered a blockage. He intervened to clear this blockage on the contralateral side. The pt is now doing fine.